Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) called to report issues with an inverted image. The surgeon stated that rotating the scope head multiple times and power cycling the system would eventually resolve the inverted image issue. This problem had only occurred with one surgeon so far, and the customer would continue to monitor the situation. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the issue was identified after docking the robot and inserting the endoscope. The ports were placed prior to the issue being identified. The surgeon did not move instruments while the image was inverted. There was no injury or harm to the patient. The endoscope would be available for return if a replacement is available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site experienced intermittent inverted image issues, mainly with one surgeon; the problem was resolved after rotating the scope head and power cycling the system. The issue had not recurred. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. .

Manufacturer narrative:
The annex c and d codes were updated.

Event description:
Refer to h11 for follow-up information.